Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 137 and 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. Coupon option for new meter was sent to the customer.